Event description:
At the end of the cesarean, the patient had a wound on her abdomen that appeared to be an electrocautery injury. After removing the drapes, a potential electrocautery wound was seen in the ruq [right upper quadrant]. The drape had a hole where it covered the ruq. The bovie's cord, surrounding casing, and carriage showed no defects. Pt had burn from caut bovie on the upper right abdomen in orc. Pt had urgent primary c/s [cesarean section]. Bovie pad applied, md requested bovie settings at 30/30. At the end of the case, when the drapes were removed, a 3cm burn was noted to the right upper abdomen. Unable to assess depth. Mds consulted with plastic surgery. This wound was repaired by dr. [Redacted] in the operating room prior to transfer to pp [post-partum]. Wound consult ordered by rn for assistance in assessment on postpartum.